Event description:
It was reported that the lead dislodged and was replaced. The physician observed that the helix was broken.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.